Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021 customer alleged the pump having moisture damage, blank display. Thus was utilized and downloaded trace/history files properly. Device passed the displacement, self test, active current measurement. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected blank display or alarm anomaly noted during testing. However, pump received with a high sleep current measurement and found in the insulin pump history multiple battery out limit alert (6) on (B)(6) 2021 09:23:16. 09:23:27, 09:23:32, device was cut open to perform visual inspection and found moisture damage on j1/pcb2, 40 pin flexible printed circuit/lcd during visual inspection. Device had cracked keypad overlay, scratched case. The test p-cap locks properly in place in the reservoir compartment noted. In conclusion, insulin pump received with a high sleep current measurement and unexpected battery out limit alarm in the insulin pump history due to moisture damage on j1/pcb2, 40 pin flexible printed circuit/lcd . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had blank display. Customer reported that battery compartment was exposed to moisture. The trouble shooting was performed. No harm requiring medical intervention was observed. The pump will be returned for analysis.